Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also outlines indications of right heart failure, as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to progressive failure to thrive and right ventricular (rv) dysfunction. The patient did not have right heart failure prior to left ventricular assist device (lvad) implant, but it was unknown if any device related issues contributed to the condition. The device operated as expected and the patient outcome was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.